Event description:
It was reported that this left ventricular (lv) lead exhibited an unknown product performance issue. As a result a revision procedure was performed, wherein the lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Only the terminal segment of this lead was returned to our post market quality assurance laboratory, having been severed during the explant procedure. Subsequent testing, performed on the returned segment, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited an unknown product performance issue. As a result a revision procedure was performed, wherein the lead was removed and replaced. No additional adverse patient effects were reported.